Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 59-year-old patient was implanted on (B)(6) 2020 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2021 the patient was admitted to emergency department stating that she was treated for mastitis multiple times since (B)(6) 2021 and again the pain and swelling in her right breast has returned. Patient stated the pain in the breast was worse with any movement or when she pressed the area. Patient was given medication to manage the symptoms. On (B)(6) 2021 patient presented to emergency room with complaints of right-side chest pain (spasm like) which worsened over the last week. Pain was worse with inspiration also. She denies any associated cardiac signs. On (B)(6) 2021 the patient underwent another surgical procedure with a biozorb implant for left breast lumpectomy. Patient is treated several more times for lymphedema (B)(6) 2022; (B)(6) 2023) with medical treatment ind.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.